Event description:
Information was received, from a healthcare provider (hcp) via a manufacturer representative (rep). Regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 350mcg/ml at 47.23 mcg/day and bupivacaine 15mg/ml at 2.024 mg/day. It was reported, that an infection occurred. The patient's doctor saw the patient in the clinic on (B)(6) 2024 and noticed that the pump incision had dehisced. The doctor brought the patient into the operating room (or) on (B)(6) 2024. The doctor noticed, some redness in the pump pocket and a small amount of clear fluid. Upon opening the spinal incision, fluid came out immediately. The doctor decided to explant the pump. The catheters were also explanted. At the time of this report, there were no plans to reimplant the pump after the patient healed. There were no known external factors. A culture was taken, during the explant and was sent to the lab. At the time of this report, the issue was resolved. And the patient status was "alive-no injury". The patient's weight was 77 kilograms. The patient's medical history was asked, but was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter, product ID: 8782, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter, product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2024, explanted:(B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(6), ubd: 04-dec-2025, UDI#: (B)(4), product ID: 8782, serial/lot#: (B)(6), ubd: 20-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.